Manufacturer narrative:
Product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type extension; product ID 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type extension; product ID 7436, lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3387s-40, lot# v298925, serial# implanted: (B)(6) 2009, explanted: product type lead; product ID 3387s-40, lot# v314995, serial# implanted: (B)(6) 2009, explanted: product type lead; (B)(4).

Event description:
It was reported therapy impedances on the "left side" were 1,331 ohms and on the right side 1,100 ohms. Electrode impedance measurements were "mostly in the 690 range." Electrode 0-1 impedance was "???". It was reported that the patient had a low battery. On (B)(6) 2012, the battery had measured 2.52 volts. The day prior to report the battery had measured 2.14 volts. The cause of the battery depletion was unknown. No abnormal impedances were reported. The patient was scheduled for an implantable neurostimulator (ins) replacement on (B)(6) 2012. It was noted there were no patient symptoms and no injury to the patient.